Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 525 mg/dl. There was sensor updating and change sensor alarm. It was unknown if the auto mode was active on the insulin pump or not at the time of incident. The customer stated that the troubleshooting was not done. The customer stated that she had the high because of the insulin pump replacement but she was okay. The insulin pump will not be returned for analysis.